Manufacturer narrative:
If additional information becomes available, it will be provided on a supplemental report. Device will not be returned, discarded.

Event description:
It was reported that when attempting to remove the target device, the surgeon had difficulty disengaging it from the nail. It was discovered that the nail holding bolt was stripped. The hospital discarded the device to ensure it was kept out of circulation.